Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that screws were loose at t12, l2, and s1 and that the patient suffered a fracture at t12. Patient underwent a revision procedure for refusion.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show ap and lateral preoperative views show degenerative arthritic lumbar spine, remote compression fracture at l2, severe disc collapse at l5, l4 and l2 and l1 with anterior and lateral osteophytes. Osteoporosis is evident. Stenosis is also reported. Postop films show long complex construct from t12 to the sacrum with interbody spacer at l3. Subsequent films show failure of bone fixation at t12 necessitating extension of the fusion and instrumentation to t10, augmenting screw purchase with pmma. Stopping a long fusion construct at the thoracolumbar junction is high risk for failure in an osteoporotic patient as is seen.